Event description:
It was reported that the patient experienced withdrawal; symptoms were not reported. The reporter stated that the patient was a poor historian, so was very difficult to know if the reported reactions were real or exaggerated. The patient was admitted to the hospital as the patient reported a reaction to prialt. Three days after admission, the pump was filled with saline. The hcp believed that the initial withdrawal symptoms were not likely due to prialt, but rather withdrawal from the original medication change from dilaudid and clonidine to prialt. It was uncertain what drugs were currently in the system, so a system contents removal procedure was being considered. The reporter was unable to provide any additional information, as they didn't completely understand what had happened. Additional information has been requested from the hcp, but was not available as of the date of this report.